Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the lead was confirmed. Visual inspection revealed insulation was punctured through in spiral fixation region of lead. The damage was consistent with wire escaping the lumen.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully. It was indicated that the insulation of lead was perforated with the whisper wire. This lv lead was never in service. No adverse patient effects were reported.